Event description:
It was reported the brush was clogging on the gastrointestinal videoscope. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed suction channel has foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no the foreign materials were unable to be identified. The causes of the foreign materials remaining in the device were unable to be specified since it was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). The foreign material residue points were confirmed to be free from deformation. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.